Manufacturer narrative:
An additional lot number was reported (lot #m020446). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. There was no reported impact to the customer's blood glucose level. Reportedly, the cartridge was changed to address the event.